Event description:
The customer reported to olympus, there was an issue with the transducer on the evis exera ii ultrasound gastrovideoscope. The boot might be torn. This was observed during reprocessing. There were no reports of patient harm associated with this event. During the inspection and testing of the returned device, the pink probe rubber was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The rubber on the pink probe was peeling off. Multiple leaks were detected at the light guide tube, switch buttons (# 1, 2, 3 and 4) and the elevator water channel. The elevator water channel was also loose and there was a corroded electrical connector. The light guide lens, the rubber on the bending section cover and the adhesive on the bending section cover were all non-olympus parts. There was internal dust on the light guide lens, discoloration on the image and broken elements on the ultrasound image. The control knob had play and there was heavy tension. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the pink probe rubber peeling off likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is submitted to provide additional information and applicable corrections.